Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode showing unsuccessful anti-tachycardia pacing (atp) delivery during ventricular tachycardia (vt). An electric shock was then delivered by the device and it accelerated the rhythm from vt to ventricular fibrillation (vf). The shock was delivered into a shock impedance of less than 20 ohms, which is low out of range, and a code 1004 was observed indicative of a short circuit condition. All following charging attempts were unsuccessful and further therapy was not delivered, hence, the vf could not be terminated by the device. The patient was reanimated and shocked externally and remained hospitalized. Technical services (ts) recommended emergent replacement of both the crt-d and the right ventricular (rv) lead. The rv lead is a competitor product. Additional information provided indicates the crt-d system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that the reported observations were traced to the device, but a specific cause could not be determined. This product was not returned by the customer. If the product is returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode showing unsuccessful anti-tachycardia pacing (atp) delivery during ventricular tachycardia (vt). An electric shock was then delivered by the device and it accelerated the rhythm from vt to ventricular fibrillation (vf). The shock was delivered into a shock impedance of less than 20 ohms, which is low out of range, and a code 1004 was observed indicative of a short circuit condition. All following charging attempts were unsuccessful and further therapy was not delivered, hence, the vf could not be terminated by the device. The patient was reanimated and shocked externally and remained hospitalized. Technical services (ts) recommended emergent replacement of both the crt-d and the right ventricular (rv) lead. The rv lead is a competitor product. Additional information provided indicates the crt-d system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode showing unsuccessful anti-tachycardia pacing (atp) delivery during ventricular tachycardia (vt). An electric shock was then delivered by the device and it accelerated the rhythm from vt to ventricular fibrillation (vf). The shock was delivered into a shock impedance of less than 20 ohms, which is low out of range, and a code 1004 was observed indicative of a short circuit condition. All following charging attempts were unsuccessful and further therapy was not delivered; hence, the vf could not be terminated by the device. The patient was reanimated and shocked externally and remained hospitalized. Technical services (ts) recommended emergent replacement of both the crt-d and the right ventricular (rv) lead. The rv lead is a competitor product. The crt-d remains in service at this time. No additional adverse patient effects were reported.